Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician was attempted to place a liberte 3.0x8mm bare metal stent to the 99% stenosed lesion located in the noncalcified left circumflex (lcx) obtuse marginal (om) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the distal stent was flared. The procedure was completed with a different device, unk type and size. No pt complications occurred. Pt status post procedure is noted as good.